Manufacturer narrative:
Unit passed displacement test. However unit alarmed motor error during basic occlusion test due to loose/protruded drive support disk noted. Unable to perform occlusion test, prime/a33 test, excessive no delivery test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin was squirting out during manual prime process and received compromised force sensor system. Customer stated that the drive support cap was protruded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.